Event description:
Patient's health care provider put a sample of 88mm of contipi in the patient and it caused her harm and to bleed. Patient cannot take this until she has healed. Patient mentioned that she will not be taking the 85mm, but her health care provider will be prescribing the 79mm for the patient.